Event description:
It was initially reported that pt's neurostimulator was in an over-discharge condition due to non-compliance in recharging. It was unclear if there had been one or two previous over-discharges on the pt's device. It was subsequently reported that the device was still non-functional and the pt was awaiting insurance approval for replacement. If additional information becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).